Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03075. This report is being submitted as additional information. Approximate age of device- 1 day. The pump remains in use supporting the patient; however, the outflow graft was received for investigation. The evaluation is not yet complete. Correction from lvad to outflow graft.

Event description:
It was reported that during the pump implant procedure, the bend relief did not attach in the fashion that it normally does. The surgeon tried to spin it and pull it back to ensure that it was secure, but the bend relief would not turn. It was very stiff at the metal attachment piece and would not pull back. Graft to graft anastomosis was made with a new bend relief and new graft to resolve the issue. The patient was not injured due to the event, but the surgical time was increased by about 20 minutes due to troubleshooting, re-opening and performing the graft to graft anastamosis. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the outflow graft bend relief not mating as normal was confirmed based on the evaluation of the returned outflow graft and bend relief. The outflow graft was returned on 21nov2017. The outflow graft bend relief was returned mated with the outflow graft hardware. Galling marks consistent with the attachment process were noted on the graft hardware. Upon manipulation of the bend relief, it was difficult to turn and the 1 mm of lateral movement could not be replicated. The bend relief was disengaged and there were no visual issues or discretion noted with the pins on the metal clip. Examination of the graft hardware, underneath where the bend relief mates, revealed no unusual visual issues. The outflow graft and bend relief were sent to pleasanton for measurement analysis, which revealed that all of portions of the bend relief metal clip and the graft hardware were within manufacturing specifications. A specific cause for the reported issues could not be conclusively determined. The heartmate 3 lvas IFU contains steps for attaching the sealed outflow graft to the pump in the surgical procedures section. The section on securing the pump and connections states to ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing all wounds. In addition, the IFU warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.